Manufacturer narrative:
The company service representative examined the system and replicated the reported event. The company service representative checked and found one of the capacitors was bulged on the power distribution printed circuit board (pcb). To resolve the issue, the nonconforming power distribution pcb was replaced. The random access memory (ram) was reset on the host. The system was then tested and met all product specifications. A system manufacturing device history record (DHR) review was performed prior to product release to ensure that the product was manufactured in compliance with the device master record. Based on the assessment, the product met release criteria. A review for complaints reported against this lot/batch/serial number was performed. No similar complaints were reported for the product lot/batch/serial under investigation. The root cause of the reported event is attributed to capacitors that were bulged on the nonconforming power distribution printed circuit board (pcb). Manufacturer will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that an ophthalmic console was shutdown on its own. The procedure details and patient impact were not reported. Additional information has been requested, but none received to date.